Manufacturer narrative:
Additional information.

Event description:
It was reported that patient had his artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the cuff appeared to be incorrectly sized originally.

Event description:
It was reported that patient had his artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.